Event description:
It was reported by service report that the brakes were unable to engage. No adverse consequences or pt involvement was reported.

Manufacturer narrative:
Manufacturer's investigation is ongoing and a follow-up report may be submitted.